Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the transmitter stopped working. A transmitter has been received for evaluation and is pending results. A follow up report will be submitted upon completion of investigation. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. A transmitter functional test was performed and passed. The bin data was reviewed and passed. The reported event of transmitter is unable to be determined. The probable cause cannot be determined.